Event description:
Caller reported a cartridge alarm that occurred during the pumping process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, and the caller agreed to complete necessary training before using the replacement. Instructions were provided for returning the problematic pump, and a replacement was sent.